Event description:
It was reported that during intubation, the air was leaked. The patient was immediately extubated, and no re-intubation was performed. There was no reported patient harm/adverse event.

Manufacturer narrative:
The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The device history record was unable to be reviewed as no lot number was provided. There were no anomalies noted upon visual inspection. The air leakage was observed during the testing and reported issue was confirmed. The probable cause was identified due to a welding error during manufacturing.